Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from canada alleged discrepant results for a single patient when using the cobas sars-cov-2 & influenza a/b qualitative assay for use on the cobas® 6800/8800 systems the alleged samples was initially tested on cobas 6800 and generated negative results: influenza a negative (target 1); scov2 negative (target 2); pansarb negative (target 3); influenza b negative (target 4). The same sample was repeated on a separate cobas 6800 analyzer and generated a positive result for sars-cov-2 : influenza a negative (target 1), scov2 positive (target 2), pansarb positive (target 3); influenza b negative (target 4). No harm was alleged and the positive result was reported. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Evaluation of the data determined that the sample appears to be low titer where it is close to the limit of detection of assay. While it is difficult to pinpoint the reason for the discrepancies observed by the customer, it is likely sample specific as the data does not show any indication of a product problem or systemic issue. The differences observed between the 2 cobas 6800 results are likely linked to the collection of the samples, or the sample having a low level of viral genomic material present. The conclusion of the investigation is that no product problem or systemic issue was identified and the reason for the differences observed are sample specific.